Event description:
It was reported that the insulin pump alarmed button error. Customer also reported that none of the buttons are working. Customer stated that insulin pump may have been exposed to moisture. The blood glucose reading was 219 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.